Manufacturer narrative:
Reference (B)(4). Product unable to be evaluated until december 09, 2019. Engineering confirmed tubing was broken where it enters ther epoxy material, however could not reproduce failure on another unit. Engineering believes tubing was pulled on at a 90 degree angle causing stress concentration on that point of the tubing, allowing it to break off.

Manufacturer narrative:
Reference (B)(4). Customer confirmed there was no delay in surgery, but additional medical intervention was required due to disconnect.

Event description:
Tubing was ripped out or tore, causing csf fluid to leak from patient.